Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system worked as intended, the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, the site stated they had a similar issue from cases where the scans were not lining up. See previous cases on this system. The scan was elongated and not accurate but it was accurate in the middle of the brain. Previous cases pointed to a particular head coil being used in the scanner but the issue was currently being looked into further. There was no delay to the procedure. There was no reported impact on patient outcome. It was later reported that "the I/o scan appeared to be ¿elongated¿ and the merge to the pre-op MRI was not accurate at the top of the head. Once again, the patient was really high in the bore, when the patient is high in the bore that equals distortion."

Manufacturer narrative:
Additional information: software review confirmed that the image provided was found distorted. The behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.